Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified at the beginning of a diagnostic procedure. The procedure was completed on another machine. A philips field service engineer inspected the system onsite and confirmed the reported issue. Review of the system log file showed that the cause of the problem was a failure in the image processing pc (ippc) hard disk. The fse replaced the ippc image disc and image storage was recreated after the ippc software was downloaded. The system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It has been reported to philips that the fluo storage is not possible due to an image disk problem. The device was in clinical use. No patient harm reported. The philips field service engineer went on site and replaced the ippc image disk and recreated image. The system was ok. Philips has started an investigation of the complaint.